Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer received questionable urea/bun and hdl cholesterol results for an unknown number of patient samples. Of the data provided, only the urea/bun result for one patent sample was discrepant and reported outside the laboratory. The initial result was 12.1 mg/dl. The repeat result on (B)(6) 2015 was 136.4 mg/dl. The results were reported outside of the laboratory. Information concerning if the patient was adversely affected was requested, but it was not provided. The reagent lot number was 614883. The expiration date was requested, but was not provided. The field service representative checked the instrument and found the filling of the cells in the washing unit was too low. He corrected the water level in the washing unit and the customer exchanged the sample needle.